Manufacturer narrative:
The patient expired and it was reported that no autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient suffered an acute event of a cerebral hemorrhage and expired on (B)(6) 2013. It was reported that the patient was off anticoagulation medication.